Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient lost stimulation and the ipg was unable to communicate with the charger and the programmer displayed a communication error. An sjm representative confirmed the issue. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician explanted and replaced the patient's ipg. Post-op programming was done and the patient reported effective stimulation coverage of the established pain pattern.